Manufacturer narrative:
(B)(4). Physio control evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed its user test and illuminated its service led. Upon evaluation of the customer's device, physio-control observed that the customer¿s device logged an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced therapy pcb assembly and verified the reported issue. The device had no pacer or AED function and the paddles lead ECG was inoperative. The cause of the reported issue was determined to be due to capacitor, designator c160, which was leaking current.

Event description:
The customer contacted physio-control to report that their device failed its user test and illuminated its service led. Upon evaluation of the customer's device, physio-control observed that the customer¿s device logged an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.